Event description:
Attorney reported: in 2007 - patient underwent a ventral incision hernia repair. The patient's hernia was repaired with a bard composix mesh approximately 3" x 6". Four months later - while at a hospital, the patient again underwent lysis of adhesions and placement of a 6" x 8" bard composix mesh due to repeated occurrence of the ventral hernia. Four months later, the patient began experiencing persistent and extreme abdominal pain and nausea. Although she was prescribed pain medication and various anti-emetics for the nausea, her condition did not improve. In 2008, the patient sought medical attention at a hospital for a recurrent incarcerated complex incisional umbilical hernia. In the same month - patient underwent another incisional hernia repair surgery. The operative report noted "dense adherence" of the omentum and colon to one of the previously implanted meshes. Both fibrous and scar tissue were embedded within this mesh material. The adhesions were freed from the anterior abdominal wall and "a large piece of unattached mesh in the epigastrium with incarcerated transverse colon" was surgically removed. A type of mesh was used to replace the explanted bard mesh. The patient was required to remain in the hospital for four days following the surgery, two of which were spent in the intensive care unit. Once she was released from the hospital, she remained on bed rest for the next 25 days.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to this event as no product has been returned. No conclusion can be drawn at this time. Based on the available information we are unable to determine which implanted mesh was not involved in 2008 surgical intervention, therefore, we are reporting both devices regarding this event. See MDR 1213643-2009-00472 for information related to the composix mesh implanted in 2007.